Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked prior to use. When the silver over pouch was cut open, the bag was observed to be covered with lipid. The device was filled with sm of lipid and soluvit / vitalipid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4. H4: the lot was manufactured between october 11, 2023 - october 12, 2023. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that there was a leak from the spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.